Event description:
It was reported that the pump motor was not running.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated that motor not running was recorded in history. During analysis, the reported issue was unable to be duplicated. Device will be placed in quarantine due to presence of non-OEM power cord.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 25-feb-2022 via email: no patient event or injure occurred. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal removed, the top case was chipped on the front corner, the pump came with a non-OEM power cord. The customer stated problem was not duplicated. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A review of the event history log (ehl) identified motor not running.